Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Qty of (B)(4). There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "failure to achieve adequate fixation through improper positioning or placement of the device can contribute to a subsequent undesirable result." Number 6 states, "correct handling of suture is extremely important."

Event description:
It was reported a patient underwent a meniscal repair procedure on (B)(6) 2016. During the procedure, the anchor did not deploy. Another anchor of the same lot was attempted to be used, however failed in the same manner. A third anchor with a different lot was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. A conclusive root cause for the event could not be determined.